Manufacturer narrative:
Testing of the speedicath ch12 male catheters returned did not provide us with an explanation as to the cause of the incident reported. The products were found in conformity with norms. Twenty of twenty catheters worked properly and no eyelets were found to be blocked. Water (flow testing) went through the catheters without any difficulties. A recheck of the product documentation for this lot number did not reveal any norm deviation that could be related to the complaint.

Event description:
(B)(4). According to the information recieved, there was a catheter with blocked eyelets. The client reported to a pharmacy that a catheter is blocked/obstructed and that urine doesn't flow through the catheter.